Event description:
Customer reports that she received a threshold suspend alarm when blood glucose was not low. In previous complaint, customer advised that she was having blood glucose versus sensor glucose issues. Customer states that blood glucose was 60 mg/dl and sensor glucose was 90, at another time blood glucose was 156 mg/dl and sensor glucose was 132 mg/dl. Troubleshooting for blood glucose versus sensor glucose was done on previous complaint. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.